Event description:
The patient used the suspect device to check their blood glucose and obtained a result of 136 mg/dl. The pt felt fine and about ten minutes later they passed out. Their friend called 911. Upon arrival the emts checked the pt's blood glucose and the level was 76 mg/dl. The pt was treated with an IV and transported to the hospital. At the hospital the pt was given another unknown IV and admitted for observation. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.